Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was noted that the balloon ruptured at 12atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.